Manufacturer narrative:
A ge service rep performed an on site investigation. The extended exposure feature on the system was enabled. Per customer request, the service engineer disabled this option. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported after release of the fluoroscopy button, the system continued to produce x-ray. No reports of pt or staff injury.